Event description:
The event occurred during a procedure to create an ileo-femoral bypass using a sealed ptfe polypropylene supported graft for occlusive disease. The right iliac vessels were exposed through an incision in the iliac fossa and an extra peroneal approach. The femoral vessels were exposed through a standard vertical groin incision. Following administration of heparin and cross-clamping a vertical arteriotomy was made into the distal common iliac extending down to the origin of the internal iliac. The surgeon then prepared the sealptfe as per IFU instructions, which he had pre-soaked in rifampicin. He removed the external support by hand, peeling off in a perpendicular direction over about 3cm. The end was then bevelled and anastomosed end-to-end to the iliac artery with continous 5/0 prolene suture. At completion of the anastomosis, the graft was occluded with a fogarty clamp close to the anastomosis. The distal common femoral artery was opened vertically. A tunnel was made deep to the inguinal ligament and the graft pulled through. The graft was then cut to length and the external support removed again as per IFU instructions. The surgeon observed that the spiral was coming off with slightly more resistance than expected and that there were 2 separate holes in the graft at the line of the removed spiral. He sutured the holes with 6/0 prolene, constructed the distal anastomosis with 5/0 prolene and the flow was established, with graft running well. Total blood loss for this part of the procedure was 300ml. Upon consultation with a colleague, the surgeon and theatre sister examined the discarded segment of the graft. When the spiral was removed the graft split in 2 separate places along the line of the removed spiral. Based upon this observation, the surgeon decided that the graft would not be safe if left implanted. The surgeon explanted the graft and replaced it with 8mm dacron. During this process the surgeon encountered difficulty re-clamping the native iliac vessels due to the gross underlying disease. This caused an in-situ thrombosis of the more proximal common iliac which required an embolectomy. Total blood loss for this part of the procedure was 1500ml.